Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's alarm sound was not annunciating. It was reported that the customer experienced a low blood glucose (bg) level of 17 mg/dl. Customer reportedly consumed glucose tabs and apple juice to treat low bg. Reportedly, the customer reverted to an alternate method of insulin therapy.